Event description:
The customer reported to olympus that the hd autoclavable camera head was broken. There was no patient harm associated with the event. The device was returned and evaluated, the image flickers and turn pink, charge coupler device (ccd) pins were bent, some rust on ccd and button board connecter was ripped. This MDR is being submitted to capture the reportable malfunction "imager flickers" found during the device evaluation.

Manufacturer narrative:
The evaluation of the device by olympus determined that the image failure was likely caused by a cut in the cable. This also led to the failed leak test. In addition to what's reported in b5, the pins on the charge coupler device (ccd) were bent, the button switch board had a rip, and there was rust around the ccd connector. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered because communication failure occurred due to water immersion caused by cuts on the cable. The cause of the flooding could not be identified. As to water immersion in the cable, we checked the contents described in the instruction the reported phenomena might be prevented by following these descriptions described in the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.